Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right atrial (ra) lead channel that resulted in an inappropriate atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and noted that there were no other events with the noise nor was it present in the presenting electrogram (egm). The ra impedance has been stable. Ts advised following actions. The device remains in use. No adverse patient effects were reported.